Manufacturer narrative:
"Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. "

Event description:
It was reported to vyaire medical that the vela ventilator has blank screen. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite unit front panel wont turn on or start when powered on. No light on front right side when plugged in. The ac and dc light is not working. The ventilator need a new power supply, a front panel screen and a rear fan cover. The unit need a two year pm (preventive maintenance).